Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during the patrol inspection, the cs300 intra-aortic balloon pump (iabp) unit reported a system error. Testing found that there was a problem with the maintenance kit and the maintenance kit needed to be replaced. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer(fse) evaluated the iabp for the reported event. The hospital has its own third-party repair company and may not agree to the repair. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.